Event description:
It was reported that the pump touch screen was unreadable. Additionally, it was reported that the wake button was sticking and that multiple cartridges did not fit onto the pump. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.